Manufacturer narrative:
Attempts were made to obtain additional patient information on this event, however, no additional information will be provided. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Reportedly, after the trunk-ipsilateral leg and two contralateral leg components were implanted, final angiography showed reduced blood flow to the left renal artery. It was reported, the trunk-ipsilateral leg component did not cover or partially cover the left renal artery ostium. The physician stated the reduction in blood flow was not device related but reportedly, caused by a thrombotic event. It is believed that the guidewire or the delivery catheter may have caused the thrombotic event, however, the exact cause of the thrombosis resulting in a reduction of blood flow to the renal artery is reported to be unknown. A bare metal stent was implanted into the left renal artery, resulting in restored patency to the artery. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure.